Event description:
During an airmedical transport, the pt was being transcutaneously paced with the zoll propac and the pacer shut off and had to be reset. After transport completed, self test failed to power on.